Event description:
Additional information indicates that following implant on (B)(6) 2023 patient developed fevers, raising concern for a possible post-operative infection [related manufacturer reference number: 1627487-2025-01492]. As a result, patient was administered antibiotics to address the issue. The fever and incipient infection resolved with antibiotic treatment. Patient experienced burning sensation at ipg site while charging the ipg [related manufacturer reference number: 1627487-2025-01491].

Event description:
Related manufacturer reference number 1627487-2024-07772. It was reported the patient's ipg would not communicate with external devices and the patient experienced discomfort located at the ipg site. As such, surgical intervention occurred and the ipg was explanted, replaced, and repositioned to address the issues.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The reported observation of ¿pain at ipg site¿ was not confirmed during electrical analysis. The device exhibited normal functionality after being charged. No anomalies were noted that would cause the reported event. The root cause was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed. The ate specifically tests the ipg outputs to ensure they meet the expected tolerances. The device met all tolerances for stimulation output. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.